Event description:
It was reported that during a vena cava filter placement procedure, filter deployment difficulties occurred. Initially, the greenfield 12fr ss vena cava filter became caught on the delivery sheath and was unalbe to completely deploy. The physician said he had advanced the delivery device all the way out and it was locked. He then aspirated prior to filter deployment to ensure that there was no clot in the target region. All the legs of the filter deployed, but the filter would not completely release from the delivery system. He "pulled on it a little bit and it collapsed back down." When he re-deployed it, the filter completely deployed in the pt. There was no harm to the pt and the physician feels the pt is adequately protected. The procedure was successfully completed. The patient's current condition is reported as "good."

Manufacturer narrative:
Device analysis: the complainant indicated that the filter remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant info is received, a supplemental MDR will be submitted.